Event description:
It was reported that during a selenia procedure on (B)(6) 2025, the foot pedal would not engage to begin cutting. Service was called and the foot pedal was replaced and software was reloaded. Multiple needles were tested to ensure that the machine was functioning correctly. An additional incision was required into the patient´s skin. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.